Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the patient reported that while changing the insulin cartridge, the plunger became stuck to the piston rod of the infusion device. She stated a small amount of insulin spilled into the cartridge compartment and she dried it with a cotton swab. She was assisted with the cartridge change. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.